Event description:
Received info the pt had a loss of therapeutic effect (B)(6). No known accident or incident related to this event. Pt no longer felt stimulation in the "bicycle area". Pt is not able to sleep due to the urinary retention and overactive bladder symptoms. She gets up every 15 minutes but then is unable to urinate. Pt also reported trouble with the pt programmer and not being able to adjust stimulation. Status lights were lit on the left side of the programmer. Pt still unable to feel stimulation at the upper limit. Pt is currently looking for a new physician to care for her device. Add'l info has been requested and if received a f/u report will be sent.

Manufacturer narrative:
(B)(4).